Manufacturer narrative:
On 07/18/2024, during the preventive maintenance (pm), the device was reported to have a pressure test error. After calibrating the pump, the pump passed the retest and now meets the full specification.

Event description:
On 07/18/2024, during the preventive maintenance (pm), the device was reported to have a pressure test error.

Manufacturer narrative:
Upon reassessment, the reported post pressure error failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).